Event description:
It was reported that shortly after implant the lead showed exit block in unipolar configuration and a threshold increase in bipolar configuration. It was also reported that during the lead revision it was impossible to find adequate thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. Visual analysis noted that the lead was returned with the helix extended, and blood and tissue were visible.